Manufacturer narrative:
G.4. K183399; k243403. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva leaked. Additional information received on (B)(6) 2026. When you state that ¿when the contrast was injected on one side, it came out the other,¿ is the contrast coming out of the section where the needle is removed from the winged connector, from the second end of the dual-port adapter at the tip of the extension tube, or from some other part of the device? Additional information received on (B)(6) 2026 in response to your request, we would like to inform you that there was no harm to the patients involved in the events reported. During the events, it was only observed that the patients were wetted by the contrast resulting from the leak identified. There were no injuries, clinical complications or need for additional medical intervention. As an immediate corrective measure, the contrast was only reapplied so that the exams could be completed properly, without any further impact on the patients.